Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Error code 19-02 occurs when the power is turned on. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it was judged that the error code was displayed because the serial flash memory (u38) mounted on the peripheral board had a failure. Therefore, the peripheral board has been replaced. Correction information: g6: follow up #1 h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Event description:
Error code 19-02 occurs when the power is turned on. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.